Manufacturer narrative:
This device referenced in this report was returned to olympus medical systems corp. For evaluation. During the evaluation, the reported phenomenon duplicated and malfunction in the remote switch at the control unit of the subject device was found. There was no other malfunction found. Although the remote switch was disassembled, electrical wire disconnection, buckling or electrical conduction anomalies were not found. It was also confirmed that there was no evidence of a foreign material or flux entering into the switch on the electrical board. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This device referenced in this report was returned to olympus medical systems corp. And is under evaluation. The manufacturing record of the subject device was reviewed with no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that the electronic zoom function of the subject device worked unintendedly during an unspecified therapeutic procedure. The subject device was used with otv-s190 (video system center, olympus) and clv-s190 (xenon light source, olympus). The user replaced only the subject device with another similar device and completed the procedure. There was no patient injury associated with this event reported. The subject device was checked by a field service engineer of olympus and it was confirmed that some remote switches were malfunctioned. It was also confirmed that there was no water leak for the subject device.